Event description:
The customer reported having a button error. The caller mentioned wearing the device in her bra during her workout and the buttons were unresponsive. The blood glucose reading was 130mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window and cracked battery tube threads. No moisture damage inside the unit found.